Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Patient had left hip arthroscopy for repair of left femoroacetabular impingement and left hip labral bruising. The patient returned for routine post surgical follow-up on (B)(6) 2014. Imaging taken during the visit identified a "linear radiopaque foreign body overlies the left superior acetabulum extending to overlie the sacrum measuring just under 14 cm in length." The patient was taken to the operating room on (B)(6) 2014 the foreign object was successfully removed from the patient. After removal the object was inspected and found to be a metal hip scope cannula that had apparently unknowingly separated from the hub/connector during the initial surgery on (B)(6) 2014.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: material/design error; manufacturing/assembly error; inadequate package seal strength (packaging design); improper cleaning/sterilization for reusable devices. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
Patient had left hip arthroscopy for repair of left femoroacetabular impingement and left hip labral bruising. The patient returned for routine post surgical follow-up on (B)(6) 2014. Imaging taken during the visit identified a "linear radiopaque foreign body overlies the left superior acetabulum extending to overlie the sacrum measuring just under 14 cm in length." The patient was taken to the operating room on (B)(6) 2014 the foreign object was successfully removed from the patient. After removal the object was inspected and found to be a metal hip scope cannula that had apparently unknowingly separated from the hub/connector during the initial surgery on (B)(6) 2014.